Event description:
It was reported that the patient underwent an l3/l4 spinal fusion using rhbmp-2/acs. Reportedly, since the spinal fusion surgery there has been no bone growth. Approximately 3 years post-op, the patient is considering options for revision surgery, and is concerned that the "potential for damaging the [implant] without any bone support is high." The patient does not want to risk paralysis from this failure as he reports to be a highly active, high risk person and is worried that a serious accident may cause the plates holding the vertebrae together to break and thus injure the spinal cord.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.